Event description:
It was reported the patient had worsening tremors at an unknown location two days after implant replacement. There was no definitive device diagnosis. It was unknown if there was any diagnostic testing or troubleshooting. The patient was reprogrammed several times and treatment with medication was initiated. It was unknown if the event was related to the stimulator or the procedure. The event was considered related to the programming/stimulation. Additional information received from the manufacturing representative reported that the patient had received botox injections on 3 different occasions, received topamax and mysoline, was reprogrammed on several occasions, had the neurostimulator explanted on (B)(6) 2014, was administered rivotril and had botox infiltration. The event of the worsening tremors was still ongoing.

Event description:
Additional information received reported there was worsening of tremors after stimulator replacement, starting (B)(6) 2013. Impedance was changed together with the medication, impedance were tested and symptoms were less when the stimulator was turned on. It was assumed this was an issue with therapy optimization. The patient was reprogrammed on (B)(6) 2013, (B)(6) 2014. Medication was administered on (B)(6) 2014, the patient had a botox injection on (B)(6) 2014, and had topomax and mysoline administered on (B)(6) 2014. The event had resulted in an unscheduled office visit. The device was explanted/replaced (B)(6) 2014. The outcome was ongoing. Etiology was the neurostimulator, programming/stimulation, surgery/anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# b0827240k, implanted: (B)(6) 2008, product type: lead. Product ID 3389-28, lot# b0851814k, implanted: (B)(6) 2008, product type: lead. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported outcome was updated to resolved without sequelae. There was less tremor in the left hand and almost tremor arrest in the right hand.